Manufacturer narrative:
Originally reported aware date of (B)(4) 2014 should have been (B)(4) 2014.

Manufacturer narrative:
Investigation indicated this MDR manufacturer report number is a duplicate of 2937094-2014-00466.

Event description:
It was reported that while using the surgical during a prostate procedure, the fiber began to flicker or pulse when the doctor was activating vaporization pedal. When he withdrew the fiber for inspection, the fiber cap detached. The cap was removed from the prostate using graspers. The case was completed using an alternate procedure (bi-polar loop) without incident. No patient injury was reported.